Event description:
In 2007, reporter called and requested that inline spring latch kits be sent to this account. He said they have 10 total versacares and have an issue with two in which siderails aren't latching. He could not provide serial #. Sum -customer installed inline spring kits on bed to resolve issue. Serial # not provided.